Event description:
Device 1 of 2. Reference MFR. Report #3006705815-2019-00919.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Device 1 of 2. Reference MFR. Report #3006705815-2019-00919. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced with a different model. Surgical intervention addressed the issue.